Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the left rail to drawer 4.2 was broken. A field service engineer (fse) replaced the rail, rebooted the hardware, and the hardware recovered successfully. Then, the fse reseated the pyxibus cable, tested the drawers and hardware through the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was unable to open. The customer stated that there was a delay in dispensing medication to a patient and user was able to retrieve medication from pharmacy. There were no adverse events or injuries reported based on this event.